Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant transfer post (the mount) would not disengage from the implant. To avoid damage to the osteotomy, the doctor placed a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One dental implant was returned for investigation with the implant attached to the mount. Visual evaluation of the as returned product system identified signs of use and dried bone around the threads. Functional testing was performed for the returned product and it was determined the device passed functional testing as the mount & screw could be removed from the implant without issue. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant transfer post (the mount) would not disengage from the implant. To avoid damage to the osteotomy, the doctor placed a new implant. The reported device was returned and the reported complaint could not be confirmed as the device passed functional testing and the mount and screw could be removed from the implant. A definitive root cause for this complaint could not be determined.